Event description:
Husband had a heart attack. Defibrillator malfunctioned. Defibrillator did not work. Husband died (B)(6) 2013. Last implant was done on (B)(6) 2012. Serial number is (B)(4) and the model number is d334drg. Is there a class action lawsuit on this device? Should the company compensate his family: spouse, children, grandchildren, great grandchildren? We expected the device to shock his heart, but it did not. He died of a heart attack. I need help. I am (B)(6) spouse.